Event description:
It wsa reported that a er420 was used during a laparoscopic colon resection. It was reported by the affiliate that the applier does not load the clips in the jaws. Pt was converted to an open procedure.